Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of pressure issue was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit experienced pressure issues. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see update to b5.

Event description:
Additional information was received from the customer which confirmed the pressure issues were discovered during a laparoscopic uterine fibroid enucleation procedure. The procedure was completed with a delay of 5 minutes. There was no patient harm or consequence reported as a result of the event. The inspection of the device prior to procedure was not implemented.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see update to b3.